Event description:
It was reported that the burr was stuck on the wire. A rotawire guidewire was selected for use and was dressed with a wet compress upon unpacking. The rotawire guidewire and rotapro device were used together during the procedure. During pullback of the devices, it was difficult to track the rotapro burr on the guidewire and the wire appeared blunt. The rotawire was removed manually and in dynaglide mode. The rotawire guidewire was removed intact and the procedure was able to be completed with the same rotapro device. No patient complications were reported.